Manufacturer narrative:
Analysis was performed bench repair personnel who identified that there was no speaker sound at start up test; however, the speaker had sound when tested on the speaker tool. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was corrosion on the mainboard. The issue was resolved by replacing the mainboard and the product was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.